Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a solicited report by a physician from (B)(6) of sterile peritonitis, shivers, weakness and swelling feet in a patient coincident with dianeal pd1(lot number 10b10g41) for continuous ambulatory peritoneal dialysis (capd) therapy. On (B)(6) 2010, the patient was diagnosed with sterile peritonitis, manifested by cloudy effluent, convulsive pain in abdomen, shivers, weakness and swelling of feet. On the same date, the patient was hospitalized. The severity of the sterile peritonitis was moderate. On (B)(6) 2010, remedial therapy was initiated with gentamicin (40mg, ip, daily) and ceftriaxone (500mg, ip, twice daily). On (B)(6) 2010, the antibiotics were discontinued and the patient was discharged from the hospital. Dianeal pd1 was ongoing prior to, during and after the event. The physician reported a break in aseptic technique did not occur. The outcome for the event of sterile peritonitis was recovered as of (B)(6) 2010. The outcome for the events of shivers, weakness and swelling feet were not reported. The physician reported that the event of sterile peritonitis was possibly related to dianeal pd1 therapy. The physician did not provide a causality statement for the events of shivers, weakness and swelling feet.